Event description:
It was reported a patient was being nursed on a (B)(6) mattress and one side stopped functioning, therefore they changed the mattress with another clinidyne. When covers were unzipped on both mattresses it was reported there was breakthrough moisture underneath.

Manufacturer narrative:
Mattresses not being returned to manufacture. Result: customer indicated the mattresses were replaced.